Event description:
It was reported that alerts for non-sustained rv oversensing due to post-paced t wave oversensing were observed. Programming changes were recommended. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.